Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. Upon further review, section b.5. Should have included allegations of having particles coming up in the patient's airway and it is causing not to breathe correctly. Particles in tubing/chamber. The manufacturer previously reported on MDR 2518422-2022-01422 an adverse event from 12/27/2021 related to a CPAP device's sound abatement foam. MDR 2518422-2022-01422 will have a follow up report completed to show as a duplicate of this MDR report. All information from MDR 2518422-2022-01422 will be included on this MDR. The manufacturer received information alleging a lot of lung issues, copd, asthma, emphysema. Patient states an increase in inhalers. Coughing to get a good breath related to a CPAP device's sound abatement foam. The manufacturer received new and relevant information on 03/07/2022 alleging filters are black, headaches, particles in tubing/chamber related to a CPAP device's sound abatement foam. The manufacturer received new and relevant information on 06/08/2022 alleging respiratory infection.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 19 , 2024 and section h10 should be reported as: the manufacturer previously reported an issue related to a CPAP device's sound abatement foam. Upon further review, should have included allegations of having particles coming up in the patient's airway and it is causing not to breathe correctly. Particles in tubing/chamber. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found. Manufacturer observed unknown dust contamination on the top cover,blower cap. The third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was scrapped. Section h6 updated in this report.